Manufacturer narrative:
Product analysis of part # 5484306 ; lot # rs11d008 analysis summary: visual inspection confirmed the entire torx tip of instrument has been sheared off consistent with interface during usage. Material hardness confirmed conformance to print specification. Optical examination of the fracture surface revealed a fairly flat fracture surface and circular material flow. This type of damage is consistent with torsional overload. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from healthcare provider via manufacturer representative regarding an event happened during intra-op for a patient undergoing unknown spinal therapy. The pre-op diagnosis was mentioned as leg pain. It was reported that, the tip of driver snapped off in the shank of the screw. There were no fragments of broken instrument remained in patient. Therapy involved was mentioned as hardware removal of ha coated 4.75 solera screws. The levels implanted were mentioned as l4-l5. There were no patient symptoms or complications reported as a result of this event. No further complications reported. 2021-sep-01: additional information received. It was confirmed that, this was a revision surgery. The left l5 screw had broken out laterally from the vertebral body. There was no malfunction of screw implanted in initial surgery lead to this revision. Revision was performed due to the "new" position of the screw was resting against the nerve after it had "broken out" of its original position inside of the vb. No further complications reported.